Manufacturer narrative:
Per tandem's user guide, "change your cartridge every 48-72 hours as recommended by your healthcare provider" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer was using pump supplies for 5-6 days. Tandem's technical support educated customer on cartridge/insulin labeling. The customer changed the pump supplies or simply cleared the alarm to address the issue. Additionally, the customer was reportedly unable to fill multiple cartridges to the 300 unit capacity. The customer continued to use the pump and supplies for insulin therapy. Customer's blood glucose was in the 300s(mg/dl).